Event description:
On (B)(6) 2012, the patient's grandmother/reporter claimed the patient's blood glucose level has been high at night and low during the day for about a month. Reportedly, the patient's blood glucose fluctuates with cause unknown. The patient tested as high as 380 mg/dl with no ketones or symptoms to suggest acute complication of diabetes. On another occasion, the patient's blood glucose dropped to 32 mg/dl while at school. The reporter claimed the patient did not have any symptoms and was treated with food. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. The reporter was advised to consult the hcp for possible changes to the insulin regimen. This complaint is being reported because the patient had low blood glucose of 32 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that from (B)(4) 2012 to end of pump use on (B)(4) 2012 the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in the black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the bt1 internal battery was found to be leaking and evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).